Manufacturer narrative:
The customer's report was duplicated and attributed to a damaged electrode receptacle connector. The electrode receptacle connector was replaced to resolve the report. The device was recertified and returned to the customer. It could not be firmly established how the connector became damaged. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.